Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus and storage could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 3 was failed. A field service engineer (fse) had opened the back and found that there were no lights on the drawer. The fse replaced both the pyxis bus controller and the drawer board and added the new controller to the station. The system functioned as intended after the field service engineer repaired the device.